Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: if the tip used is laparoscopic tip please indicate how many units of airless spray tip came with the original packaging? 3. What is the product code of the laparoscopic tip? (B)(4). What is the lot number of the laparoscopic tip? Unknown. Is the device available to be returned for evaluation? No.

Event description:
It was reported that a patient underwent a robotic inguinal hernia procedure on (B)(6) 2020, and a fibrin sealant preparation device was used. During the procedure the luer lock would not open, and the tip would not twist. As a consequence, the laparoscopic applicator could not be attached. The surgeon had to use a clamping device to eventually get the tip on to the device, and the procedure was completed with no patient consequences. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.